Manufacturer narrative:
Investigation results: visual investigation: the complained device shows outwardly no abnormalities. The components were examined visually and microscopically. One part of the locking mechanism shows visible abrasion. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material, manufacturing or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nx120 - vega ps gliding surface t2/2+ 10mm. According to the complaint description, when the component was inserted during the total knee arthroplasty (tka) surgery, it was removed again because it did not enter the tibial plate properly. A new implant with the same part number was taken to complete the surgery. An additional medical intervention was necessary. There was no patient harm or infection. Additional information was not available. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).